Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the s3ur thv was implanted in the tricuspid position for this case. Implantation of thv-in-tricuspid position using sapien 3 ultra resilia valve is not currently an indicated use of the device. The s3ur is indicated for a failing surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3ur implant using a commander delivery system. The s3/s3u/s3ur thv with commander delivery system IFU was reviewed. Warnings include, 'patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. Potential adverse events note, 'potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: embolization including air, calcific valve material or thrombus'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for 'interventional device interacts with permanent pacemaker lead' was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the sapien 3 ultra resilia thv was implanted in the tricuspid position for this case. Therefore, it is an off-label operation. As reported, 'this event was a serious injury that involved tricuspid valve pacemaker lead dislodgement or dysfunction, 27 days post-implant of a 26mm sapien 3 ultra resilia valve for a 27-year-old male.' In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Due to limited information provided, a definitive root cause was unable to be determined at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 1 of 2025 for the sapien 3 ultra resilia valves. Multiple events were identified to have occurred outside of tvt guidelines. This event was a serious injury that involved tricuspid valve pacemaker lead dislodgement or dysfunction, 27 days post-implant of a 26mm sapien 3 ultra resilia valve.